Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for lot 2003505 was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter in the syringe. The following information was provided by the initial reporter: mds-hello team during the filling of mfg lot #2003505 the filler noticed a particle in the syringe. However, the sample is not available to send back for evaluation because there is finished product in the syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter in the syringe. The following information was provided by the initial reporter: mds-hello team during the filling of mfg lot #2003505 the filler noticed a particle in the syringe. However, the sample is not available to send back for evaluation because there is finished product in the syringe.